Manufacturer narrative:
(B)(4). We are in the process of investigating this device. A follow-up report will be submitted once our investigation is completed.

Event description:
Related manufacturing reference: 9680001-2015-00041, 3005334138-2015-00105, 3005188751-2015-00121, 3005188751-2015-00124. During a pulmonary vein isolation procedure, a pericardial effusion occurred. A reflexion spiral catheter was advanced into the left atrium through a swartz introducer but had signal issues. The catheter was exchanged and the procedure continued. A tacticath quartz ablation catheter was then advanced through the swartz introducer into the left atrium and ablation was initiated on the right pulmonary veins. After several attempts to stabilize the catheter, the introducer was exchanged for an agilis nxt introducer. The patient then became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed; however, this was unsuccessful and the patient was transferred to ccu. The patient coded and a second pericardiocentesis was successfully performed. The patient is currently recovering. There were no performance issues with any sjm devices.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that electrode 16 displayed variable and intermittent resistance readings during manipulation of the catheter. Further testing revealed that uncured adhesive was found within the connector pin and on the conductor wire, which is consistent with the reported intermittent readings. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation may occur during use.